Manufacturer narrative:
The sensor was successfully removed on (B)(6) 2020. The user was treated with antibiotics no further follow up from the user was possible.

Event description:
On (B)(4) 2020, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.